Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. It was determined, the display goes black, and device makes a sound in insufflation operation due to a faulty main board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A pharmacist reported to olympus, a few minutes into a gallbladder operation via video laparoscopy the high flow insufflation unit would not turn on. The surgery was completed using a similar device. The malfunction occurred with the following dynamics: device was regularly activated only to freeze, go into alarm, and then switch itself off. There were no abnormalities with the subject device before starting the procedure. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely device alarmed and would not power on due to a faulty main board. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.